Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones and displayed out of range impedance measurements on the shocking lead. There are no reports of therapy delivery issues.